Manufacturer narrative:
Lens was explanted on (B)(6) 2016 and exchanged for a longer lens. Problem was resolved. Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient reported a low vault. As of the date of MDR submission, the lens remains implanted. No additional information regarding lens explant. If additional information is received, then a supplemental report will be sent.